Event description:
The customer reported a blank display with small black marks on the lcd screen of the insulin pump. The customer stated that the small pixels disappeared when pressing escape. The customer was not able to perform a self-test on the insulin pump. The customer's blood glucose was 154 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments due to cracked zebra connector on the lcd. No cosmetic damage noted.